Event description:
In 2008 the patient stated that he went swimming with his infusion device, and it began beeping, when he got out of the water. He stated that the battery was corroded, and water appeared to be behind the display screen. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for eval.